Event description:
Customer reported discrepant creatinine results on the gem premier chemstat pak (cartridge) in comparison to results from the lab. Customer reviewed the corrective action report and noticed incalculable interference was detected 4 times and was corrected for creatinine on the same day as the discrepant results. It was reported that there was no patient impact or adverse event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer reported discrepant creatinine results on the gem premier chemstat pak (cartridge) in comparison to results from the lab. Data review confirmed the following: - creatinine sensor passed chemstat cvp4, chemstat cvp3, chemstat cvp1, and chemstat cvp2. - creatinine sensor experienced a sensor drift during sample # 77 and 81. - excessive creatine interference for creatinine error code 4030 for sample #81, and results were incalculable. Review of gem cartridge data showed creatinine sensor performance was within specifications on this pak s/n (B)(6); elevated samples identified as sid# (B)(6). Noticed @ sid#(B)(6) creatinine & creatine results both jumped excessively high and the subsequent samples were also elevated. Suspected interferent substance compromised interference rejecting function. Creatinine & creatine sensors both recovered too normal. This was confirmed both by customer statement and sample results reviewed. Customer noted there was no patient impact or adverse events reported for any of the patients involved.